Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil had migrated and punctured her uterus"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("miscarriage") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "miscarriage (pregnancy with contraceptive device)". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rash ("rash on abdomen") and pelvic pain ("chronic pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic bilateral) salpingectomy with removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage, rash and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, pregnancy with contraceptive device, rash, uterine haemorrhage and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left coil had migrated and punctured her uterus / malposition of essure device"), ectopic pregnancy with contraceptive device ("miscarriage (pregnancy with contraceptive device) / ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage/ectopic pregnancy") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 628432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "miscarriage (pregnancy with contraceptive device)". The patient's medical history included multigravida (gravida 9), hypothyroidism, parity 5 ((B)(6) 1994, (B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008) and c-section. Concurrent conditions included abdominal panniculectomy, asthma, skin infection, headache, allergy, incisional hernia, endometriosis, skin discolouration and weight loss. Concomitant products included budesonide;formoterol fumarate (symbicort), copper sulfate;ferrous sulfate;manganese sulfate (ferrous sulphate co) and naproxen. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"). In july 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and headache ("headache"). In august 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In january 2015, the patient experienced anaemia ("anemia"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal wall mass ("excisional biopsy of the abdominal wall masses"), rash ("rash on abdomen"), pelvic pain ("chronic pelvic pain/pain pelvic"), migraine ("migraines/headache"), endometriosis ("autoimmune disorder type of disorder: endometriosis"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a laparoscopic bilateria) salpingectomy with removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, uterine haemorrhage, abdominal wall mass, rash, dyspareunia, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown and the pelvic pain, headache, anaemia, alopecia, fatigue and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal wall mass, abortion of ectopic pregnancy, alopecia, anaemia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event verbatim was updated as miscarriage (pregnancy with contraceptive device) / ectopic pregnancy) and pt was updated to ectopic pregnancy with contraceptive device. Event verbatim was updated as miscarriage/ectopic pregnancy and pt was updated to abortion of ectopic pregnancy. New events added- excisional biopsy of the abdominal wall masses, abdominal bleeding, menorrhagia, malposition of essure device, pain, migraine and headache. Lot number added. Reporter information added. Concomitant condition added. Medical history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.